Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the pilot valve alarms and shuts down. Associated malfunctions for this device: sieve beds dusted and odor.